Event description:
It was reported that the lesion had been successfully treated with the mini trek device. After the lesion had been treated, the device was not able to be completely deflated. The physician was able to retrieve it without add'l actions or tools; however, it was reported that there was some friction when the device reached the guiding catheter (6fr) at the end of the procedure. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for eval. Factors that may contribute to the difficulty to deflate include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to mfg, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The indeflator and mini trek catheter used during the procedure were not returned, which may have aided in the eval and determination of cause for the reported difficulty to deflate. It is possible that the pt anatomy and procedural technique may have resulted in pinching of the inflation lumen during the procedure which could have contributed to the reported difficulty to deflate. Based on the reported info, the incomplete deflation of the balloon likely contributed to the reported difficulty to remove the stent delivery system; however, a conclusive cause for the incomplete deflation could not be determined. A conclusive cause for the deflation issues could not be determined; however, the difficulty removing the catheter appears to be related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There is not indication of a lot specific product quality deficiency.